Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. The event of cecum cancer (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that patient was injected with juvederm vista volift xc and juvéderm vista volbella with lidocaine under the eyes and in smile lines to improve the dark circles under the eye and condition of smile lines. Two years later, patient was prescribed vectibix® and minocycline to treat cecum cancer, deemed not related to the injections. Six days later, patient developed swelling, redness, slight redness, slight heat, and headache. Patient was prescribed prednisolone. The event of swelling disappeared after taking 10 mg of prednisolone for four days but patient unable to be contacted as patient did not feel well. This is the same event and the same patient reported under MDR ID 3005113652-2021-00238 ((B)(4)). This MDR is being submitted for juvederm vista volift xc.